Event description:
It was reported to philips that the device failed to charge when the charge button was pressed during operational testing. There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported problem was duplicated during testing. The therapy connector j16 pins were found lifted, which caused the defib. Test failure during the operational check.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to charge when the charge button was pressed during operational testing. There was no reported patient or user involvement and no adverse patient/user impact.